Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using the returned multifunction cable and test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device log on the event date found no evidence of a device malfunction. There are messages suggesting poor continuity in the patient circuit. However, the electrode pads used were not returned as part of this investigation. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.